Manufacturer narrative:
D9 - date returned to mfg on 10/8/2024. Received one used a1062 smallbore bifuse ext set for inspection. A crack was observed on the nano y-connector. The set was leak tested according to product specifications. There was leakage from the crack. The reported complaint of leakage can be confirmed due to the crack. The probable cause is due to an external force during use. A device history report (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Event description:
The complaint/event involved a 9" (23 cm) appx 0.63 ml, smallbore bifuse ext set w/2 microclave® clear, nanoclave®, 3 clamps, 0.2 micron filter, rotating luer. Lipids were reportedly leaking after changing the fluids for a patient that had a central line running tpn and nutralipids. The leakage was observed soon after the tubing was primed. There was no adverse event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.